Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other brands of rapid antigen testing. The consumer was symptomatic at time of testing. 3 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: social media, phone, and maude report mw5114453.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other brand rapid antigen. The consumer was symptomatic at time of testing.